Manufacturer narrative:
Device analysis report attached. This report is submitted on july 11, 2024.

Manufacturer narrative:
This report is submitted on may 31, 2024.

Event description:
Per the clinic, the patient experienced recurrent infection and wound dehiscence above the corner of the actuator. The patient was hospitalized for administration of IV antibiotics for 5 days from (B)(6) 2024. The patient also was placed under general anesthesia in order to underwent two different procedures, the first on (B)(6) 2023, and the second on (B)(6) 2023, to have the skin flap reconstruction, however,this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.